Event description:
This procedure was performed in (B)(6). The visi-pro stent was deployed in the patient during subclavian stenting in (B)(6) 2010. During control angio, the physician noticed that stent was fractured from the mid point. No intervention was planned.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.